Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-22. H6: investigation summary: a device history review was conducted for lot number 0019791. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was obtained for evaluation and testing; microscopic inspection of the device located a small tear in the catheter tubing. Closer inspection of the tear and a subsequent review of the manufacturing process suggest that this most likely root cause for this event is contract with manufacturing facility. To prevent a reoccurence of this issue we have implemented additional inspection training for manufacturing components to confirm the use of proper settings.

Event description:
It was reported that 2 intima-ii 20gax1.16in prn slm npvc leaked. The following information was provided by the initial reporter: "there was a leakage at the extension tube. A small hole was found at the extension tube. On (B)(6) 2020 received an update on the pir description of the sales representative. The event description is as follows: the product is used on patients, the leakage part is located in the extension tube, the photos are not clear, samples can be returned. Fluid leakage was observed during saline injection after indwelling needle implantation. Involving leakage of blood, the specific amount of blood lost, whether the patient is dizzy/needs treatment such as transfusion or transfusion ¿ no. Operator blood exposure (direct contact with operator mucous membrane skin, etc.) ¿ no. Did the incident cause drug administration problems? (Eg a drug leak) ¿ no. Did it cause a change in the patient's treatment process? ¿ no. Whether the exposure of salvage drugs is involved and affects the patient's condition ¿ no. Whether hazardous/corrosive substances are involved, causing skin corrosion ¿ no. Other situations requiring clarification ¿ none."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 intima-ii 20gax1.16in prn slm npvc leaked. The following information was provided by the initial reporter: "there was a leakage at the extension tube. A small hole was found at the extension tube 2020-10-13 received an update on the pir description of the sales representative. The event description is as follows: the product is used on patients the leakage part is located in the extension tube, the photos are not clear, samples can be returned fluid leakage was observed during saline injection after indwelling needle implantation involving leakage of blood, the specific amount of blood lost, whether the patient is dizzy/needs treatment such as transfusion or transfusion -- no operator blood exposure (direct contact with operator mucous membrane skin, etc.) -- no did the incident cause drug administration problems? (Eg a drug leak), no. Did it cause a change in the patient's treatment process? - no whether the exposure of salvage drugs is involved and affects the patient's condition, no. Whether hazardous/corrosive substances are involved, causing skin corrosion, no. Other situations requiring clarification, none".